Event description:
It was reported that the ventricular threshold value was higher than 3.5 v at 1.5 ms. During the implant, it was 0.5 v at 0.5 ms. Switching from bipolar to unipolar was attempted but there was no pacing at 7.5 v at 1.5 ms. Lead impedance was around 330 ohms. Since the patient was pacemaker dependent, the physician elected to replace the lead. When the suture sleeve was removed from the lead, the insulation was found to be damaged.

Manufacturer narrative:
No medwatch form was received.